Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient required emergency room treatment on (B)(6) 2025 due to hypoglycemia while wearing the pod on the arm. The patient reported awareness of low blood glucose levels; however, specific blood glucose values and timing were not reported. While attempting to treat the low blood glucose by eating and drinking, the patient stood up, fell, and struck their head on a kitchen counter, resulting in loss of consciousness. The patient's daughter found them and called the ambulance. Symptoms reported included sudden fatigue, loss of consciousness, and head injury. The patient was transported by ambulance to the emergency room, where they remained for approximately two hours and was diagnosed with hypoglycemia and a mild concussion. Treatment included management of low blood glucose; follow-up care reportedly included physiotherapy and antidepressant medication due to persistent concussion-related symptoms. The patient was discharged the same day after being in the emergency room for 2 hours. The pod was reportedly worn during medical attention; removal of the pod at the hospital was not reported.